Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion testing due to a loose/protruded drive support disk. Unable to test for the prime or occlusion tests due to the alarm. The pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a compromised force sensor system during the rewind process after an infusion set change. The patient's blood glucose at the time of incident was 352 mg/dl. The customer's mother stated that the pump is stuck in a rewind complete/bolus delivery loop. Troubleshooting was initiated for the compromised force sensor system alarm, and the rewind could not be completed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.